Manufacturer narrative:
(B)(4). Customer reported that he was not able to duplicate the malfunction. The unit passed all testing and operates within the manufacturing specifications

Event description:
It was reported that an 840 ventilator had a vent inop condition and the device stopped cycling while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.